Event description:
It was reported that an a2009 ultra 360 patient positioning system had a broken upper handle assembly (broken cam rod). Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.